Manufacturer narrative:
Analysis of the ins (s/n: (B)(6) found that the ins was changed to ¿no security¿ security level during a manufacturing rework process and was not subsequently changed back to ¿commercial¿ level prior leaving manufacturing. This compatibility issue prevents communication with the commercial clinician and patient programmers. A design assessment technical assessment was performed by a subject matter expert where they concluded that this issue occurs at manufacturing, but can be corrected by updating the ins to "commercial" security level. This issue is part of an ongoing investigation, but the issue was resolved and the ins was successfully interrogated by the dbs clinician application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were 3 additional cases today of unable to communicate with the implantable neurostimulator (ins) - invalid device error.